Event description:
Patient received inappropriate shocks from apparent rv lead noise. Home monitoring reports show episodes with apparent noise represented. Patient being brought in for follow-up. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.